Event description:
A physician implanted an xact stent using the emboshield embolic protection system. A dissection of the right distal internal carotid artery occurred during implantation. Pt recovered with unk intervention.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.